Manufacturer narrative:
Device was returned for evaluation and no defects were found. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. These products are technique dependent and events of this nature can occur. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.

Event description:
Contact reported that the depuy spine expedium setscrew came free from the screw head resulting in post-op loosening of the construct. It occurred at the caudal end of the construct at l3. Surgeon revised the case. As surgical intervention occurred an MDR is being filed to document this event.